Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing pocket stimulation whenever pressure is placed on the ipg header. Reportedly, x-ray imaging was ordered to further evaluate the issue, however results are unavailable. As such, diagnostic testing revealed no abnormalities. Surgical intervention may be undertaken as the next course of action.